Event description:
It was reported that subject: 010-00355 noticed inflammation. 25cc of fluid was drained and cultured. A 2cm x 6cm bubble lesion over the distal aspect of the incision site consistent with a sinus tract to a deep infection was reported. Surgeon removed devices and replaced with an antibiotic spacer. No other effects have been noted.

Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device. The information contained in this report is being provided to the FDA to comply with regulations regarding medical device reporting and is based on information submitted by others that may or may not be factually correct. This submission does not constitute a determination or admission that a device has malfunctioned or is related to a death or injury.

Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
It was reported that subject: (B)(6) noticed inflammation. 25 cc of fluid was drained and cultured. A 2cm x 6cm bubble lesion over the distal aspect of the incision site consistent with a sinus tract to a deep infection was reported. Surgeon removed devices and replaced with an antibiotic spacer. No other effects have been noted.